Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The malfunction was duplicated and the front closure assembly was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.